Manufacturer narrative:
Multiple attempts were made to follow up with the customer; however, the customer did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the blood glucose value into the carbohydrate field and delivered a bolus. Customer was concerned that blood glucose would go low. Customer's blood glucose level was 105 mg/dl during the report.